Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is a possible deflation. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported a "possible" left side deflation. Device remains implanted.